Event description:
Low power error at 60 watts.

Manufacturer narrative:
The laser system had the resonator screws not fixed, probably due to vibration. After the screw fixing, the laser system restarted to work. We are unaware about patient injury.